Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they always had a little bit of a problem with charging but it seemed to be working better as long as they stayed on their feet. The patient stated that they were told to make an appointment with a manufacturer representative to look at the charger unit. The patient mentioned that they didn't make the appointment since it seemed to be recharging just fine. They were to call back and contact a manufacturer representative if they had more problems. No patient symptoms were reported and there were no further complications.

Manufacturer narrative:
Supplemental to update codes, code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had never had an easy time recharging the battery since it was put in. The patient stated a manufacturer representative had helped her. The patient mentioned that for the last four months either it charged really good and fast or it was a day long process. The patient would get the thermometer and it would never really go up fast and she would stop for several hours or the next day and it would work fine. The patient noted she still hadn¿t addressed the scar tissue with her healthcare provider but planned to after they fixed an unrelated medical issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that she had been having trouble charging the ins battery. The patient reported that the boxes on the bottom don¿t fill up. The patient reported that she used adhesive discs. The patient reported that it was right on top of her ins and it won¿t show bars but then eventually she would get it to connect and charge, but she was lucky to get 4 boxes, never got 8. The patient reported that she usually got 0-2 bars. The patient reported that it took a very long time to recharge. The patient reported that she had been told that she grew an enormous amount of scar tissue. The patient reported that she never discussed that issue with her healthcare provider. No further complication anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.